Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving gablofen (baclofen) (2000 mcg/ml at 468 mcg/day) via an implantable pump for intractable spasticity and cerebral palsy. It was reported that they expected 5.4 ml and had the full 20 ml that they put in the reservoir. The hcp checked the logs and no alarms were noted. The hcp stated that patient was in for their normal refill today and had not experienced withdrawal symptoms. The hcp noted that when they accessed the reservoir today, they got resistance. The foreign particle field action was check at the hcp's request and the serial number wasn't included. Troubleshooting considerations were discussed.